Event description:
It was reported that the pt's pump was refilled in 2009, with a volume discrepancy. The actual residual volume (arv) was 1 ml greater than the expected residual volume (erv). The pt had increased spasticity late ten days later, and went into the ER the following day; a urinalysis test was done and was reported to be negative. The pt experienced withdrawal symptoms of clonus, tightness, "verbals diminished", and normal movement decreased. The pt was admitted to the hospital. A critical alarm was heard and also confirmed by telemetry. The event logs were abnormal. The pump interrogation showed a low battery reset to "safe state" the same day and a motor stall recovery with no motor stall two days later. The physician reprogrammed the pump from flex mode with periodic boluses every 4 hours to baclofen 1300mcg/day simple continuous after the reset the same day. Pt was given oral baclofen to supplement. It was stated that it "appeared the pump was working after the update on saturday". The pt's symptoms were getting better. Alarms continued. A pump replacement occurred three days later, intra-op assessment showed an intact catheter. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).